Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an 8.8 cm abdominal aortic aneurysm approximately 1 year ago. It was reported that originally this pt presented with back pain and was treated for the large aneurysm with another manufacturer's bifurcated graft 1 year prior to the talent stent graft implant; however, the physician was concerned this might be an impending if not a contained ruptured aneurysm. Post implant of the competitor stent graft, the physician was concern of a stenotic left common iliac artery; therefore, it was treated with balloons and a stent. The pt tolerated this procedure well. The pt's aneurysm continued to grow with no evidence of an endoleak. Based on intravascular ultrasound and concomitant fluoroscopy, there appeared to be at least 8 mm of normal aortic wall before the cloth portion the other manufacturer's device. There was flow around the stent graft into the native sac suggesting that there was a type 1 endoleak even though the angiography did not confirm this. There was enlargement of the aneurysm to 10.5 cm and this is when the decision was made to implant a talent bifurcated stent graft and 2 aneurx iliac limbs. The pt was fine; however, one year later, it was reported that the pt continued to have a type 1 endoleak and aneurysm expansion. The decision was made to explant the stent graft at a later future date. No additional clinical sequelae were reported.

Manufacturer narrative:
(B) (4): eval results: endoleak. Persistent proximal type 1 endoleak. (Requires secondary intervention).